Manufacturer narrative:
H.6. Investigation summary: "material #: 364314. Lot/batch #: 3055375. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe there was insuficient blood flow through the device. The following was reported by teh initial reporter: when collecting blood for blood gas analysis, you cannot draw blood manually. Replace the arterial blood collection device and resample, and the sampling is successful.